Manufacturer narrative:
During the investigation, the fault was not reproducible; however, the error was identifiable from the device logs. Spectrum medical replaced the component as a precaution.

Event description:
Venous clamp did not open when requested. User opened the clamp manually. There was no patient harm.